Manufacturer narrative:
D9/h3 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. Section b1 adverse event/product problem - corrected - no product proble. Section h1 type of reportable event - corrected - no malfunction. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned device revealed the coil delivery wire was found to be kinked/bent, the coil proximal contact wire was found to be broken/fractured and the main coil was found to be stretched. The reported ¿main coil broken/fractured during use¿ was not confirmed during the analysis. The reported ¿main coil difficulty inserting¿ could not be confirmed; however, the analysis results are consistent with the reported event. The reported ¿main coil friction¿ was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of ¿not confirmed¿ will be assigned to the reported ¿main coil broken/fractured during use¿ as the issue was not confirmed during the analysis. An assignable cause of ¿procedural factors¿ will be assigned to the reported ¿main coil difficulty inserting, ¿main coil friction¿ and an assignable cause ¿main coil stretched¿ as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of ¿handling damage¿ will be assigned to an assignable cause ¿coil delivery wire kinked/bent' and ¿coil proximal contact wire broken/fractured¿ since this issue is associated with handling of the device during the clinical procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during procedure, it was a difficulty and hooky to insert and advance the subject coil. When pulling back the sleeve, the subject coil is then finally torn off. There were no clinical consequences reported to the patient due to this event. No further information available at this time.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, it was a difficulty and hooky to insert and advance the subject coil. When pulling back the sleeve, the subject coil is then finally torn off. There were no clinical consequences reported to the patient due to this event. No further information available at this time.